Event description:
The customer reported that there was no audio from their mx40 device. There was no report of pt harm.

Manufacturer narrative:
Pr # (B)(4). A f/u report will be submitted once the investigation is completed.